Event description:
The pt visited their physician the afternoon of 12/2000 for a routine appointment. A blood test was taken and sent to the lab. Later that evening, the pt's blood glucose on their fasttake meter was 276 mg/dl. Pt took their regular dose of insulin. Minutes after this test, the physician notified the pt that their lab result was 800 mg/dl. Pt was transported to the hosp where they were treated with IV insulin and released at 2/a on the following day. It was reported the pt felt fine and had no symptoms.